Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the telescope had a broken color ring at the eyepiece. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported inner and outer sheath disconnecting issue could not be determined, however, the issue was likely the result of the observed scratches, broken color ring and the bent casing tube due to excessive force/user handling/mishandling. The observed rust was likely the result of inadequate and or faulty processing methods. Olympus will continue to monitor field performance for this device.